Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the part, it was observed that most of the distal tip had sheared cleanly. Analysis of the face revealed a smooth and shiny surface, which is consistent with the effects of stress fracture. The hexalobe feature of the tip was warped in a clockwise deformity pattern, suggesting that compounding torsional forces at the event site may have contributed to this specific failure nature.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during a surgery a torque wrench broke during final set screw tightening. The tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2018.